Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging stage 4 lung cancer and coughing while using the device. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. An attempt to have the device returned for evaluation and investigation were unsuccessful. Customer declined to respond to the gfe related questions and terminated the call. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging stage 4 lung cancer and coughing while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Ra (B)(4) created after ra (B)(4) with allegation and diagnosis of stage 4 lung cancer. The patients doctors could not confirm or deny if the cancer was caused by the device or the patient's lifestyle. Unable to determine when cancer begun.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging stage 4 lung cancer and coughing while using the device. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert and water marks on bottom of blower. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. In this report device evaluation linv has been updated.

Manufacturer narrative:
In box h, codings were captured incorrectly in the previous report. It has been corrected in this report.